Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporting facility described an event involving a pt. The (B)(6) female pt was treated for hydrocephalus using a osvii-(B)(4) shunt placed approximately two months ago. The pt recently fell and may have hit her head. The pt presented with a subdural hematoma on the opposite side of shunt placement. The shunt was removed. The device was returned for eval to rule out device malfunction. Additional clinical info requested.